Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a syncope. The patient had hit his head and stated that he had back pain. The system controller log file was reviewed and no adverse events were noted. A body CT was performed and the results were negative. A few weeks later it was reported by the physician that the patient was upgraded to 1a status for a heart transplant due to suspected thrombus. The physician stated that the thrombus caused significant rv infarction that led to arrhythmia, ventricular tachycardia, that resulted in the syncope.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.